Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the top of the insulin pump and retainer ring was damaged and cracked. The customer stated they also had high blood glucose of 358 mg/dl and that the reservoir did not locked into place when inserted into insulin pump but not securely. The insulin pump will not be returned for analysis.